Event description:
It was reported ten days after implant, that the right ventricular (rv) lead displayed high thresholds and variable thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.